Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h4 the device was returned to olympus for inspection, and the reported failure of the screen going black was confirmed. Based on the results of the investigation, it was determined that the failure was due to a faulty charge-coupled device unit and a broken charge-coupled device unit cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the beginning of the unknown examination, the bronchovideoscope ended up in the child's mouth. Then, towards the end of the examination, the screen went black, and the image reappeared. This malfunction occurred several times until the doctor stopped the examination. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's final investigation. Additonal information: h11. In addition, a reportable malfunction of the grainy image was found during the device evaluation, which was due to a faulty charge-coupled device unit and a broken charge-coupled device unit cable.

Event description:
No additional information received from the customer.